Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a blood glucose of 545 mg/dl with extreme drowsiness and trace ketones. The reporter indicated the pump had alarmed for a call service alarm 088 but the alarm had not occurred more than 3 times in the last month. This report is made based on the allegation that the patient experienced hyperglycemia associated with use of the pump.

Manufacturer narrative:
Follow-up #1: date of submission 04/08/2016 device evaluation: the device has been returned and evaluated by product analysis on 03/17/2016 with the following findings: a review of the pump black box history showed that the pump date was manually updated to (B)(6) 2015 after the pump was powered on (B)(6) 2016. The history showed that a call service cs088 alarm had occurred on (B)(6) 2015 at 23:42. The pump was rebooted to clear the alarm on (B)(6) 2015 at 02:37. After the reboot, the pump time and date were corrected to (B)(6) 2016 02:46 and delivery was resumed at 02:54. The pump¿s insulin delivery totals were found to correctly reflect the user programmed basal rates. During testing the pump was exercised for 24 hours without call service alarms occurring. A delivery accuracy test was performed and confirmed that the pump was delivering within specifications. The pump cover was removed and no evidence of moisture or other internal damage was found. Unrelated to the complaint, the battery compartment was found to be cracked below the bumper pad.